Manufacturer narrative:
Conclusion:as per information from the field, the recipient had only limited benefit since implantation. During the implantation surgery, it was necessary to drill out the cochlea due to ossification. Reportedly the electrode array was wrapped around the modiolus - there was no lateral wall. Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The device has been received incomplete and shows mechanical damages which are attributable to the removal surgery, therefore a reason for the observed hi channels whilst implanted could not be determined. Furthermore, the irc states an incomplete insertion of the active electrode, namely four channels left out of cochlea which might have contributed to the lack of benefit. This is a final report

Event description:
The hearing performance of the recipient with the device declined gradually. Per new information received the recipient had limited benefit since activation. No changes in the recipient's health have been reported. Per additional information received a revision surgery to improve the positioning of the electrode array was planned. Due to the anatomical condition of the cochlea, the device was explanted and no new device was reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. Latest in situ measurements showed some electrode channels with high impedance and some involved in a short circuit. Therefore 4 electrode channels are not working. The user has an appointment with the surgeon to discuss further steps.